Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified de novo lesion in the mid right coronary artery that was 99% stenosed. Pre-dilatation was performed and a 3.0 x 28 mm xience xpedition stent was successfully implanted. However, while attempting to open the left anterior descending artery, the patient was unresponsive and developed electromechanical dysfunction. The patient was given cardiopulmonary resuscitation (CPR) but thereafter expired. No additional information was provided.